Manufacturer narrative:
This report is submitted on march 9, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient developed skin soft tissue complications at the abutment site. Subsequently, the patient was treated with a topical steroid applied to implant site (date not reported). The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2017, to excise the inflamed skin at the abutment site. This report is submitted on (B)(6) 2017.